Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) during a normal follow up. An x-ray evidenced the lead had migrated into the junction of the superior vena cava (svc) with the right atrium. Further review suggested the patient experienced twiddler's syndrome as the lead was found coiled near the implantable cardioverter defibrillator (ICD) header. The patient underwent a surgical revision wherein both the ra and right ventricular (rv) leads were extracted and replaced due to twiddler's syndrome.